Manufacturer narrative:
During initial visual examination of the returned blood pump, no air cushion could be detected between the membrane layers. The blood pump was then tested for functional performance where it did not reach its required functional specification, confirming the customer's complaint. For further analysis, the pump was disassembled, and the membrane layers were individually examined. A leakage was detected in the air-side layer along the rolling radius of the stabilization ring. Furthermore, graphite abrasion was detected between the membranes. The middle layer and the blood-side layer of the triple layer membrane were found to be intact. The thickness of the defective membrane layer, and the one adjacent was re-measured at defined points. The thickness of the individual layers at all defined points and in the area around the leakage was found to be within specification at the time of the re-measurement. The cause of the leakage in the air-side layer was most likely an abrasion between the membrane layers. This caused increased friction at some points, which finally led to the defect in the air-side layer of the triple-layer membrane. As a result of this defect, air got in between the membrane layers and formed an air cushion, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from 2021-01-06 until 2021-03-24 (77 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the clinic to report a suspected membrane defect due to decreased output in the excor blood pump of a patient supported in the lvad configuration. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.